Event description:
Procedure - lesion sympathetectomy- performed and completed by physician in the usual manner. Once the needles were removed it was noted that only the hub of the 16g, 1.16 inch -angiocath by becton dickinson #908334- disposable needle was attached to the disposable 10mm bluntip rfk needle. The catheter was left under the skin on the right side of the lower back.